Manufacturer narrative:
There was no indication that the lens has been explanted. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient has one good eye (her right eye). She has had an optic neuritis in the left eye. She developed myopic cataracts and has had successful and uneventful cataract surgery to her left eye on (B)(6) 2011. She subsequently had cataract surgery with one of amo¿s lenses on (B)(6) 2011. She had a posterior sub-capsular cataract, therefore the posterior capsule in the right eye did have capsular thickening. This issue was not removed at the time of surgery. She therefore, had a successful yttrium aluminium garnet (yag) laser capsulotomy on (B)(6) 2011. This was minimal laser and was uneventful, all went well. A year later she developed a retinal detachment. The patient was examined on (B)(6) and the patient had counting fingers in that eye. She had bullous retinal detachment with 3 tears. She had urgent detachment surgery to that eye and the operation was completed with 16% c2f6 gas. The retina is now flat and she has 6/6 vision. It was also noted that the patient has a glistening (opacities) on the back surface of the lens, which was noticed 4-5 years ago but there was no visual impairment.

Manufacturer narrative:
Product testing could not be performed because the product was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.